Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the retainer ring that holds the reservoir has come off. Customer's blood glucose was 98 mg/dl at the time of the incident. Customer states that the reservoir still locks in place. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.